Event description:
This skin prep complaint was received post smith & nephew's remedial action (voluntary recall) to prevent an unreasonable risk of substantial harm to the public health (ref. Recall #3006760724-04-06-2011-001r). Adverse incident experienced changes in stoma and stomach size. Internal bleeding resulting in admission to hospital.

Manufacturer narrative:
Smith & nephew was contacted regarding the above described incident, which was reported as a field complaint for general illness. No product was returned by the customer. Control samples (from stock) of the reported lots 1a246 and 0m200 were analyzed by an independent test laboratory and met finished product specifications with no evidence of microbial contamination found. Batch records for the lots indicate all specifications were met at the time of release and no inconsistencies were noted. An independent medical review concluded there is no medical evidence to support any relationship between the use of skin-prep wipes and this patient's symptoms. (B)(4)